Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement, dr. (B)(6), (B)(6) 2018. Revision of revision lcs tkr due to femoral loosening, tibia remained institu. Patient initials: (B)(6). Unknown jrn: lcs comp rp large 12.5mm revision. Unknown jrn: large femur left revision. Unknown: jrn: 115 x 20 mm uncemented tibial stem.